Event description:
It was reported that a patient experienced hospitalization for hydrocephalus related to shunt malfunction after laser interstitial thermal therapy (litt) with severe headaches, dizziness, falls, and worsening vision. The patient underwent litt on (B)(6) 2022, and was discharged to home on (B)(6) 2022. The patient was then hospitalized from (B)(6) 2022 to (B)(6) 2022 for hydrocephalus. During hospitalization, the patient underwent a ventriculoperitoneal shunt revision. The event was resolved on (B)(6) 2022.